Manufacturer narrative:
(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "suspicion of rupture"; "liquid droplets on the interior"

Event description:
Healthcare professional reported right side "liquid droplets on the interior", "pain and continuous discomfort", "suspicion of rupture" and "folding;" MRI performed. The device remains implanted.